Event description:
The patient saw their health care provider this past tuesday and the representative, "made some changes. The patient was in horrific pain since 4:00 the night prior to call. They tried turning it off at 3:00 in the morning of this call but were not getting any better." The patient stated that they had tried ice packs and heat, but both made the pain worse. The patient also experienced loss of therapeutic effect and stimulation "had never been right" or effective. The patient reported stimulation in the wrong location and an overstimulation sensation. The patient reported acute pain, loss of bladder control and had sudden onset at 4 pm the day prior to this call after the representative reprogrammed their neurostimulator (ins) . The locations of the patient¿s symptoms were at the perineum "just below spinal cord.¿ the patient never had therapeutic effect. The patient was currently on program 3 at 0.00. The ins was on. A poor communication screen was seen at 3 am, pressed the off key to not get through to the ins. Turning the ins off and confirmed. It was later reported on (B)(6) 2015 that patient was trying "nikon" magnetic therapy (a wraparound belt magnet device and a "wheel" magnet device that can target certain areas of the body) for her tail bone issue. The patient stated after she had changes made to her ins device and the next day had a "spinning class" at the health club, that same day around 4pm was when she began experiencing issues near her tailbone. The hcp did not think it was due to the neurostimulator system. The patient was still in pain. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0llse, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received later indicated that representative saw patient a few weeks back and reprogramed her and changed electrode configuration .the patient was doing fine. All impedances were normal and nothing wrong w the device. The patient was feeling comfortable stim in perineal area.

Manufacturer narrative:
(B)(4).